Manufacturer narrative:
An evaluation of the returned part(s) confirms the complaint. A visual inspection of the plate and three of the screws and conducted by engineering on 03/20/2008. The evaluation confirmed the locking mechanism had been manipulated and that the plate was bent. Engineering stated "this probably occurred during the revision surgery when the implant was removed, and that the surgeon was more than likely not using the instrument for its intended use". The instructions for use for the trestle cervical plate system ((B) (4)) states that: the surgeon should have a complete understanding of the surgical technique, design rationale, indications and contraindications. And in the intra-operative management section: the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the none screws. Hole patterns angled beyond 9 degree may prohibit proper seating of the bone screws.

Event description:
During a follow-up post operative visit, an x-ray revealed that a bottom screw was backing out from the 51mm cervical plate implant at about halfway in a three-level construct.